Event description:
It was reported that patient who was part of the adaptive cardiac resynchronization therapy study, presented to the clinic with diaphragmatic stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.